Manufacturer narrative:
The lumi 8 device is not currently sold in the united states.

Event description:
Led facial panel of lumi 8 led unit, which is held together by 3 screws, came loose and fell onto the victims face, causing bruising. Victim did not seek medical attention.